Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-14289), was submitted on 25-sep-2025. Upon completion of the investigation, the manufacturing date was updated as 06-apr-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(6). The batch: 6012680, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot: 6012680 was manufactured according to the work instruction (wi) version 101 and manufactured in the machine multivac 14 on 06/apr/2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that a non-conformance (nc) was opened during the sterilization processes actions were required. Therefore, device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one non-conformance (nc) raised during sterilization process unrelated to complaint code, therefore, no nc raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.